Event description:
It was reported that the pump was removed prophylactically to avoid in-vivo battery depletion. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the pump found that there was a resonator anomaly with the alarm. When the alarm test was performed, no alarm was heard. The alarm wave form test was done and the results were as follows: the peak-to-peak voltage measured during the test was 6.44v and the battery voltage measured during the test was 2.67vdc. The peak-to-peak voltage needs to be at least twice that of the battery voltage measured during the test, which it was.